Event description:
The customer contact reported the device touchscreen not working. The device was returned to the biomedical department with a report that during start up prior to pt use, the device touchscreen was not working. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
Testing and investigation found the center of the touchscreen did not respond. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.